Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system was displaying communication error messages during cases. This error message likely resulted in a system lock-up or shut down. There is no report of pt injury associated with this event.